Event description:
Pt became progressively short of breath, had vt, resp failure, renal dysfunction, hepatic dysfunction and hemolysis. Family decided to withdrawl support upon post mortum. Pump explant inflow and outflow graft thrombosis noted.